Event description:
It was reported that there was a leak between the assembly of the drip chamber and tubing of a clearlink system non-dehp solution set. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that there was a low assembly at the assembly of the tubing and the drip chamber. Pressure testing and clear passaged under water testing were performed, and it was noted that there was a leak between the assembly of the tubing and drip chamber. Priming was also performed which identified the leak between the assembly of the tubing and the drip chamber. Dimensional testing was performed, and the tubing was according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.